Event description:
The cement hardened prematurely. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Eval results suggest that the cause of this event was attributed to some factor external to our product. The results of testing similar batch lots of product indicated no mixing anomalies. It is believed that the environmental conditions of the or may have affected the set-up time of the cement.